Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The nurse mgr reported that the snare was discarded following the procedure. Therefore, the cause of the user's experience cannot be conclusively determined due to the absence of the subject device. This report is being filed as MDR in an abundance of caution.

Event description:
The user facility reported that during a colonoscopy a large polyp was discovered at the pt 's ascending colon, which then the physician tried to remove with the use of a snare. The nurse mgr reported that on the firs and second attempt to use the snare was successful, but on the third attempt to snare the polyp, the snare did not properly open into an oval shape. Hence, the physician withdrew the snare from the pt and completed the procedure with the use of a different, but similar snare. There was no pt injury reported.